Event description:
It was reported that an ilet user experienced insulin leakage after inserting a cartridge without rewinding and later did not fully secure the connector during the fill tubing step, resulting in interrupted insulin delivery and elevated blood glucose; customer care guided a complete supply change and insulin delivery resumed normally. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy with need for troubleshooting and education. Investigation included technical support review and step-by-step procedural walkthrough with the user. Investigation of this case revealed user handling and connection not secured as contributory factors, with device function restored after proper supply change. It was concluded that the event resulted from user error related to cartridge preparation and connector attachment, and the device operated as intended once correct procedure was followed.